Event description:
It was reported that customer was hospitalized last (B)(6) 2014 due to high blood glucose. Customer's blood glucose was 206 mg/dl. Customer was treated with IV fluids. Customer stated that she was in ICU due to high acid levels and dehydration but her blood glucose was fine. The customer was advised that emergency supplies will be sent as per her request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.